Event description:
A peritoneal dialysis (pd nurse reported a pt died while at home and in his sleep from an unspecified heart failure. Med records have been requested.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info a MDR's will be filed against the cycler while undergoing review by post market clinical dept and manufacturing plant.